Event description:
Same case as MDR ID: 2134265-2012-05107 and 2134265-2012-05110. It was reported that following an atherectomy treatment procedure the patient experienced dyspnea, myocardial infarction, thrombosis and expired. The patient presented in a critical state. Access was obtained via the femoral artery. The 30mm in length, 3.50mm in diameter, eccentric, de novo and 90% stenosed target lesion being treated was located in the non-tortuous and severely calcified left anterior descending (lad) artery. The lesion was predilated with a 1.50x8mm apex balloon catheter resulting in 60% residual stenosis. Rotational atherectomy was performed with a 1.50mm rotalink burr. No patient complications or device malfunctions occurred and the performance of the rotalink device was good. A 3.50x30mm non-bsc stent was then deployed. Approximately 10 minutes following the procedure the patient suffered from acute myocardial infarction, dyspnea and arterial hypotension. Slow flow and thrombosis were diagnosed and the patient expired. In the opinion of the physician none of the rotalink devices contributed to patient death and the cause of death was slow flow and thrombosis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).